Event description:
The customer reported that the device does not boot up completely as screen stays blank and there are no voice prompts. The customer tried a known good battery but the problem persisted. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended main pcb assembly replacement to trouble shoot the issue. The reporter informed that the facility will scrap the device instead of repair. The device was not returned to physio-control for analysis/repair. Therefore, a conclusive cause of the reported malfunction could not be determined.